Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring, broken battery tube threads.

Event description:
The customer reported via phone call that the battery compartment had cosmetic damaged. The customer¿s blood glucose was 128 mg/dl at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.